Event description:
The customer contact reported a charred ac power cord. The device was returned to the warehouse dept. For an unspecified reason. No tracking info was provided; therefore specific pt info, device programming, or event details were not available. During testing at the user facility, charring was noted on the female end of the ac power cord and plug. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the ac line input wiring internal to the device was melted and the female end of the ac power cord was blackened. This was due to fluid ingress in the ac receptacle that caused an electrical short between the ac power cord input lines resulting in overheating and melting of the internal ac input wiring. The cause of the fluid ingress is use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.